Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had a motor arm self-test failed. Customer¿s blood glucose level was unknown. Customer also stated that the alarm did not occur during the rewind or prime sequence. The product will return for the analysis.

Manufacturer narrative:
Insulin pump received rf pic failed self test alarm during self test due to faulty connector.